Event description:
The surgeon reports that the crystalens intraocular lens (iol) became dislocated within the capsular bag of the pt's right eye, as a result of an intra-operative complication characterized by a partial zonular dehiscence. According to the surgeon, at the time of surgery the iol was well centered and the zonular dehiscence did not appear to be a problem. Subsequently, the partial zonular dehiscence became total, and the iol became dislocated. The pt was then referred to a retinologist, who exchanged the crystalens iol for a anterior chamber (ac) iol. Final outcome of this exchange was excellent.

Manufacturer narrative:
The iol has not been returned to b and l, therefore a product eval cannot be performed. According to the surgeon the partial zonular dehiscence occurred when a kuglen hook engaged the lateral edge the lateral edge of the anterior capsulorrhexis during the procedure. Investigation of this event is in progress. A supplemental report will be submitted upon completion of investigation.